Manufacturer narrative:
Additional cartridge lot number provided: m021407. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 05 and 06) occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm and the customer had followed the prompts when loading the cartridge. Additionally, it was reported that an occlusion alarm and an altitude alarm occurred. Cartridge changes were performed resolving these alarms. Customer's blood glucose level was in the 400's mg/dl range.